Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the procedure was completed as planned on the same system with less than a minute's delay, as the room had multiple monitors to display the image. The monitor would blank out and then restore itself, and several monitors were available for image viewing. The philips field service engineer (fse) inspected the system onsite and found that the flexvision monitor intermittently went blank during use. Upon troubleshooting, fse determined that the issue was caused by a failing power supply in the flexvision monitor. To resolve the issue, fse replaced the flexvision monitor. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the flexvision monitor went blank intermittently. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.